Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure. It was reported that the needle mechanism did not fully retract as intended during activation. The patient's blood glucose (bg) values reached 225 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
Device was returned undeployed. Download data shows that the pod ran for 48 first prime pulses and was deactivated at 59 pulses. A drive stall was observed in the device data. Inspection of the sma wire assembly under magnification found no damages or defects that would result in a failure to detent. During investigation, contamination was observed on the commutator cap. The reported event of the needle mechanism failing to retract did not occur as the device was received undeployed.